Event description:
Reporting rn (also ICU materials contact) returned from vacation to find broken rymed invision-plus IV connector in her mailbox. Reporting rn has been unable to determine who placed broken product in her box but reported the incident as it is clear that threads broke and cracked on product. Knowing we've had other issues with this device she felt manufacturer would more than likely appreciate product be returned for evaluation purposes.